Manufacturer narrative:
Sample information was not provided. Per customer, qc has been within the lab-established ranges; however, the customer did not provide qc data. A bec field service engineer (fse) decontaminated the flow-cell and replaced the chloride and calcium electrode tips. Fse verified performance.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an erroneous low sodium (na) results on four (4) patient generated by the unicel dxc 600i synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated on an alternate instrument and higher results were obtained. Treatment was not initiated or withheld based upon the low results reported.